Manufacturer narrative:
Investigation summary: during manufacturing of material 222239, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1099123 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and other complaints have been taken on batch 1099123 for contamination. Retention samples from batch 1099123 were not available for inspection. Returns were received for investigation. Ten unopened sleeves (100 plates) from batch 1099123 were returned in a box with bubble wrap (time stamp 1417, 1424, 1441, 1501-1503, 1505). Plates were inspected and 30/100 plates had bacterial colonies growing on both media; two of these affected plates also had fungal growth observed. Affected samples were submitted to the ID lab and pseudomonas fluorescens, pseudomonas fuscovaginae, serratia liquefaciens and penicillium sp. Were identified. Five photos also were received for investigation. Two photos each show the side of a sleeve from batch 1099123 with at least one plate that has microbial growth in the chromagar orientation medium. Two photos each show the bottom of a plate from batch 1099123 (time stamps 1543 and 1604) with microbial growth in the chromagar orientation medium and/or tsa with 5% sheep blood. The last photo shows the bottom of 14 plates: one plate has media splash over and the other plates have microbial colonies in one or both media. Media splash over is a filling defect were the two media of a bi-plate are mixed in at least one half of the bi-plate. This results in media appearing discolored and unevenly filled halves of the bi-plate. Twenty photos also were received for investigation. --eleven photos each show the agar surface of a bi-plate with bacterial colonies on one or both media. --two photos each show the bottom of a bi-plate (plate print not readable) with subsurface microbial growth in one of both of the media. --two photos each show the bottom of a plate from batch 1099123 (time stamp 1722) with microbial growth visible on each medium. --one photo shows the bottom of a plate from batch 1099123 (time stamp 1422) with growth in the tsa with 5% sb. --one photo shows six stacks of plates with microbial growth visible in most plates visible. --two photos each show a sleeve from batch 1099123 with microbial growth visible in some of plates of the sleeve. --one photo shows the close up of the profile of a plate with microbial growth in the chromagar orientation medium visible. This complaint can be confirmed. Bd will continue to trend complaints for contamination and agar defects. Due to the number of complaints taken for contamination for material 222239, a CAPA (corrective and preventative actions) 3076308 has been initiated to determine the root cause and corrective actions of the contamination. H3 other text : see h10.

Event description:
It was reported that while using 42 bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plates¿ contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reporting contamination of 222239 plates. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 42 bd bbl¿ chromagar¿ orientation and bbl¿ trypticase¿ soy agar w/5% sheep blood (tsa ii)-I plates¿ contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reporting contamination of 222239 plates. "